Manufacturer narrative:
(B)(4). The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported rupture diagnosed by MRI and mammography as well as capsular contracture baker grade IV and external calcification of the capsule observed during surgery. The device has been explanted. This record relates to the left side.